Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. Customer stated that numbers were scrolling on the screen. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a button error alarm, and had no button response due to corroded keypad traces. No scrolling numbers were noted on the display anomaly. Unable to verify the failed battery test alarm due to the button keypad anomaly. The pump had cracked battery tube threads and a cracked reservoir tube lip.